Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the atrial lead exhibited high pacing impedance greater than 2100 ohms. It was further reported the impedance had been rising for the last two years. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient has since been seen in clinic, isometric exercises were performed and no issues were observed. The clinic will continue to monitor the lead.

Event description:
Additional information received noted the magnetic resonance imaging (MRI) feature was unable to done due to the high impedance of the ra lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.